Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.

Event description:
The balloon would not autofill/inflate. On 7/21/97, datascope was notified that the iab was used and would not be returned for evaluation. The following info was reported to datascope on 8/6/97: upon insertion the balloon, it failed to auto-fill. A second attempt was made and it failed again. On the third attempt, the balloon filled and functioned properly. Event complications: unk - reported 7/11/97; none - rpt'd 8/6/97. Pt current status: discharged - rpt'd 8/6/97.